Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and on device check it was noted that the right ventricular (rv) lead exhibited under-sensing during ventricular tachycardia episode. It was also noted that the right atrial (ra) lead exhibited far field r waves over-sensing. Both the rv and the ra leads remain in use. No further patient complications have been reported as a result of this event.